Manufacturer narrative:
Patient information was not provided. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pressure monitor readings displayed on the sorin s5 system were lower than expected. There was no report of patient injury. A sorin group field service representative spoke with the customer over the phone, however the pump was in use so troubleshooting was limited. The customer told the service representative that the readings were already zeroed. Further investigation will be conducted when the pump is not in use. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Still being used at facility.

Event description:
Sorin group (B)(4) received a report that the pressure monitor readings displayed on the sorin s5 system were lower than expected. There was no report of patient injury.